Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued using pump for insulin therapy.